Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy. Customer reverted to an alternate method of insulin therapy.